Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient requested their insertable cardiac monitor (icm) device to be removed because it caused them itching. The physician did not believe the icm device contributed to the patient symptom; nevertheless, the icm device was explanted per patient request and no new icm device was implanted. No additional adverse patient effects were reported. This icm device has been returned, and analysis has been completed.

Event description:
It was reported that the patient requested their insertable cardiac monitor (icm) device to be removed because it caused them itching. The physician did not believe the icm device contributed to the patient symptom; nevertheless, the icm device was explanted per patient request and no new icm device was implanted. No additional adverse patient effects were reported. This icm device has not been returned for analysis.